Event description:
It was reported that the ceiling suspension arm broke causing the inject0r to fall to the floor. The e-z-em territory manager replaced the ceiling arm with a new unit and found that the broken unit separated at the first elbow at the horizontal arm.